Event description:
It was reported to boston scientific corporation that an overstitch ess was used during an unknown procedure on an unknown procedure date. During the procedure, the overstitch ess failed to deploy the stitch when attempted placement. Procedure completion information is unknown. No patient complications were reported as a result of this event. No information has been provided to date as of june 16. 2025 despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of failure to retrieve anchor. B3 date of event: approximate date 01/01/2025 as event estimated date is in 2025.